Event description:
The customer received blood glucose readings on the contour next link meter that were 50-125mg/dl higher when compared to a different meter. The specific readings were not provided. Depending on the specific blood results, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. New meter and strips were sent to the customer.